Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure on the cavotricuspid isthmus for a patient in common flutter, atrioventricular block occurred after stopping the tachycardia. The patient required pacemaker insertion due to the atrioventricular block and led to an extension of the patient's hospitalization. The physician surmised that the patient may have already been in atrioventricular block prior to the procedure, as the patient had a heart rate of 35 bpm (beats per minute) during atrial fibrillation. The procedure was completed. No further patient complications have been reported as a result of this event.